Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient woke up last night and feeling shocking sensation 5-6 times at implant site. Patient stated that the sensation then went away. Patient wondering what is it was from? Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the cause of the shocking was not determined, but the patient was planning to meet with a manufacturer representative (rep) to resolve the shocking sensation and lack of therapy. The patient also indicated that the shocking has not happened again even though no actions had been taken at the time of the follow-up. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.